Event description:
It was reported that the ilet lost connection to a paired dexcom g7 sensor, and the pump displayed a ¿pairing with sensor¿ message while the sensor was paired to the dexcom app. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included restored pump pairing after the user, with guidance, toggled the cgm selection between g7 and g6 and re-entered the sensor code, after which the pump entered pairing mode and the user was educated on the pairing period. Investigation included troubleshooting and user education focused on cgm pairing settings and code entry. Investigation of this case revealed a communication and setup issue between the pump and cgm that resolved with correct configuration and sensor code re-entry, with no device component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was use-related configuration error.